Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on another manufacturer's right atrial (ra) lead. This resulted in inappropriate mode switching. Boston scientific technical services (ts) reviewed the electrograms and the ICD appeared to be oversensing the respiratory rate trend signal. Ts discussed turning off the respiratory rate trend feature. Ts also noted there were spikes in impedance measurements, within range, on the ra lead. Close monitoring of the lead was advised. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the right atrial (ra) lead from another manufacturer had an alert for pace impedance greater than 3000 ohms. The respiratory response trend was programmed off in september and there have been no further noise oversensing. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
Additional information indicated that the right atrial (ra) lead from another manufacturer had an alert for pace impedance greater than 3000 ohms. The respiratory response trend was programmed off in september and there have been no further noise oversensing. The patient will continue to be monitored. No adverse patient effects were reported.